Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to fracture.

Event description:
New information received notes that the lead was non-functional and high dft. The lead seemed to be placed in a location that could have caused a threshold anomaly. The lead was later explanted during a generator upgrade procedure. The patient was in good condition.

Manufacturer narrative:
Adding the UDI.